Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per email correspondence, the requested information is not available. Without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "catastrophic failure of femoral stem modular junction when combined with metal-on-metal bearing in comparison to ceramic-on-ceramic: a retrospective cohort study", it was reported that, after modular neck femoral stem systems had been implanted on 7 patients, 7 revision surgeries were performed due to stem-neck junction wear and corrosion, causing signs of adverse reaction to metal debris. During all surgical revision, yellowish fluid was encountered along with inflamed and necrotic periprosthetic tissues. Stem-neck modular junction presented signs of corrosion with black debris associated with trunnion and stem pocket damages. These revision surgeries were performed after a mean of 43 months from the primary surgery. The patient outcomes are unknown.